Event description:
It was reported that patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned as it was not released by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred mid of (B)(6) 2021.